Manufacturer narrative:
09/10/1997-supplemental report #1 submitted to FDA.

Event description:
During a total gastrectomy procedure, the safety did not release. The surgeon applied another device. The hosp has reported that no pt injury occurred.